Manufacturer narrative:
Analysis of the recharger (serial# (B)(4)) found the complaint was unverified and no issues were found during bench testing with charging or communication. Analysis of recharger (serial#(B)(4)) found the cable assembly had broken, bent, damaged connector pins. All 4 lines were checked for correct voltages and they loaded and unloaded with the connector well. No overheating was evident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient went to unplug the recharger the saturday prior to the report and it was hot and it burned him. The patient said it felt like it was going to catch fire. The patient said he could not shut the ins off and it had a low, constant beep. The patient said he took the recharger outside to cool it off and now the recharger was dead. The patient mentioned when he first would charge the recharger a little bit at a time and then he was advised to keep the recharger plugged in and that is what he now does. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.